Event description:
It was reported that the patient complained of discomfort in the penis shaft with his inflatable penile prosthesis (ipp) device. The physician confirmed a crossover that happened during the original procedure, so the patient underwent a surgical procedure in which the cylinders were removed and replaced. The patient is fully recovered.

Event description:
It was reported that the patient complained of discomfort in the penis shaft with his inflatable penile prosthesis (ipp) device. The physician identified a possible crossover, so the patient underwent a surgical procedure in which the cylinders were removed and replaced. The patient is fully recovered.